Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was admitted for low flow alarms on (B)(6) 2012, the pt suffered a massive hemorrhagic stroke and the family withdrew care.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. The attached user facility report was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.